Event description:
Deflation of right saline implant. Bilateral exchange using another brand due to hutchison ide status. Initial use of device unknown.

Event description:
Describe event or problem: possible deflation.